Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer resumed insulin delivery and bolus was delivered. The alarm did not reoccur. There was no reported impact to customer's blood glucose. Contact declined to discuss event with tandem technical support.